Event description:
Customer reports unit started on fire in endoscopy room after maintenance was performed. Unit was in mid cycle. Worker went to the emergency room for fumes of chemicals. A possible (unconfirmed) second worker sought medical attention for smoke (respiratory related symptoms).

Manufacturer narrative:
Based on the evaluation, a definitive conclusion cannot be determined at this time. An ongoing investigation is being conducted. Upon receipt of additional information and/or a definite cause, minntech will review and determine if a supplemental report is needed. To date it is known, an uncertified biomed was performing preventative maintenance on unit during the time period around the occurrence of fire. After pm was completed, side a exhibited issues and reported multiple errors. Additional maintenance was performed by facility's biomed. Chemical spill occurred and biomed sought medical attention. The fire began mid cycle of unit. Source and cause of fire is still ambiguous. It is reported all workers are fine and further medical attention was not needed. Minntech advised facility should seek additional training and have only certified biomeds perform maintenance on units. Facility reports additional and appropriate training will be provided to workers moving forward.